Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of ¿high¿, per continuous glucose monitor reading and blood glucose meter; cause was unknown. Reportedly customer reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. The customer declined to provide additional information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.